Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization on (B)(6) 2026, as difficulty with unlatching tubing from site. The patient's blood glucose was >500mg/dl. The patient was hospitalized for 6 hours and the patient took correction injection by themselves. The patient was treated with intravenous [IV] and fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.